Manufacturer narrative:
An event of leaflet fracture during valve rotation was reported. The investigation into the returned devices showed a small chip was observed on the orifice top rim. The intact leaflet was properly seated and functioned without resistance. The valve rotated freely, and no other anomalies were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The root cause of the leaflet fracture could not be conclusively determined as there was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 21mm regent valve was selected for implant. During implant, after the valve was implanted, the valve broke into multiple pieces while trying to rotate it. The physician noted that they felt difficulty rotating the valve. The device and all peieces were removed and replaced by another 21mm regent valve to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Event description:
It was reported that on (B)(6) 2025, a 21mm regent valve was selected for implant. During implant, after the valve was implanted, the valve broke into multiple pieces while trying to rotate it. The physician noted that they felt difficulty rotating the valve. The device was replaced by another 21mm regent valve to resolve the event. Not all pieces were noted to have been removed from the patient. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.